Manufacturer narrative:
(B)(4). There was no product returned for this complaint. No returned product evaluation could be completed. The device lot history record review for lot number mn2301538 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. No angiograms of the issue were provided. Ballooning was attempted and failed. A surgical cutdown was employed to complete the case. With limited information, it is unknown what could have caused the seal integrity to fail. It is unknown if there were additional vessel damages or trauma that could have led to the failed closure. A manufacturing record review was completed for lot mn2301538 and no related nonconformances were found. Based on the information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "manta failed to completely close arteriotomy site. Balloon was attempted to resolve issue but also failed. A cut down was performed and resolved the issue." Additional information: during a tavr procedure, ultrasound and micro puncture were utilized to gain central access in the right common femoral artery. Vessel size was 6.8mm with no calcification or tortuosity. It was reported that the collagen was not in the vessel. The manta collagen was positioned correctly. There was no reported patient harm. Completed with a different device.

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that: "manta failed to completely close arteriotomy site. Balloon was attempted to resolve issue but also failed. A cut down was performed and resolved the issue." Additional information: during a tavr procedure, ultrasound and micro puncture were utilized to gain central access in the right common femoral artery. Vessel size was 6.8mm with no calcification or tortuosity. It was reported that the collagen was not in the vessel. The manta collagen was positioned correctly. There was no reported patient harm. Completed with a different device.